Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 mast roller pump 85. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump displayed an error code and stopped during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The pump was tested with and without tubing and at various occlusions for more than 2 hours without any error message. A functional test was successfully completed without issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error code and stopped during priming. There was no patient involvement.